Manufacturer narrative:
The device has not been returned to medtronic for eval. Multiple ap and lateral lumbar films show pedicle screws at l3, l4, l5 with interbody spacer at l3, l4. Later films show backout of l3 setscrew and interbody device. Interbody device appears clearly undersized.

Event description:
It was reported that the pt underwent treatment for l3-4 spondylolisthesis with implant of posterior fixation at l3-5. It was reported that post-op, a break-off setscrew had backed out at right l3. Pt underwent a revision to replace the setscrew. During the revision, it was noticed that both screws at l5 were loose. The screws were replaced and the construct was extended to s1.